Manufacturer narrative:
It was reported that allegedly the patient received the shoe on (B)(6) 2022 then wore shoe for one week and developed a sore on the 2nd toe, the toe was then amputated on (B)(6) 2022. The shoe was returned to enovis for investigation. During the investigation it was observed the shoe that was returned was a smaller size than the original size ordered. No defect could be confirmed with the shoe enovis received. Possible root cause could be the size of the shoe.

Event description:
It was reported that allegedly the patient received the shoe on (B)(6) 2022 then wore shoe for one week and developed a sore on the 2nd toe, the toe was then amputated on (B)(6) 2022.